Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4). Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an alert displayed on the camera cart screen, and the main cart was blacked out. The camera cart and main cart were disconnected and then reconnected after it was rebooted, and it returned to normal temporarily. No patient was present at the time of the event.